Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was occasional noise on the ventricular lead and inappropriate safey pacing was noted during these times. Bipolar impedance had previously dropped on the ventricular lead and the lead had been programmed unipolar. It was also reported the patient does not need pacing in the ventricle and only needs atrial support. The ventricular lead remains in use. No patient complications have been reported as a result of this event.